Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided UDI not provided. Re-processing information not provided. Since the lot number was not provided, this information cannot be determined.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was menorrhagia and urinary stress incontinence. The procedure performed was supracervical abdominal hysterectomy with bilateral salpingooophorectomy and trans-obturator midureteral sling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.